Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed functional undersensing on the right ventricular (rv) channel. Technical services (ts) reviewed the data and found that there was a premature ventricular contraction (pvc) that felt into blanking period after atrial pacing, however, the backup pacing provided triggered a ventricular tachycardia (vt) episode. Anti-tachycardia pacing (atp) therapy was provided and converted the rhythm. Reprogramming was performed. The patient was hospitalized and under monitoring. No additional adverse patient effects were reported. This ICD remains in service.